Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the device, the leads were tested through the programmer within normal limits. When the left ventricular (lv) lead impedance was tested through the device it was high and undefined in multiple vectors. The physician removed the lv lead from the header and re-inserted into the device and retested with the cables with the same result. The lead was connected to a new device and impedances were all normal. The first device was not used and the second device was implanted. No patient complications have been reported as a result of this event.